Event description:
Another patient reported that their health care provider (hcp) was having problems with the newer model implantable neurostimulator (ins) and the battery life was not lasting. The clinic had a lot of patients that needed to run the stimulation on high settings.